Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00416 on 15-november-2018. Additional information (15-january-2019): siemens evaluated the event, and there were no instrument related issues. The siemens customer service engineer (cse) completed a 12-month preventive maintenance, and no problems were noted. The cause of a false positive toxoplasma igg (toxo g) result is unknown, and preanalytical factors such as the quality and handling of the sample cannot be ruled out from the reported event. The instrument is operational, and no further evaluation is required. Section h6: method, results, and conclusions code were updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
A false positive toxoplasma igg (toxo g) result was obtained on the advia centaur xp instrument. The customer informs that the initial result was reported and questioned by the physician(s). The customer used the same patient sample and instrument to perform repeat testing. The repeat results were negative, and it is unknown if the repeat results were reported. There are no known reports of patient intervention or adverse health consequences due to the false positive toxo g result.